Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of service and repair log. Ref repair log no. - (B)(4). Per repair auth form : "coagulation turned off in the middle of procedure. Cut mode has intermittently been slow" (B)(4).

Manufacturer narrative:
(B)(4). Investigation: x- initiated manufacturer's investigation, x- no sample returned, x- review DHR, inspect returned samples, inspect stock product. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR is not available but not expected to provide relevant information for this complaint. This unit was manufactured in 2010. Service and repair confirmed the foot pedal was not properly functioning. The foot pedal is used to activate the device. If not functioning the power to the unit will not flow and it will not cut. The unit is obtained from (B)(4), and integrated with csi products with minor adjustments that does not involve modifications to the internal board. The foot pedal has been known to fail due to a few reasons. The most common is the diaphragm which acts as the mechanism to make contact (for electrical current) to supply power to the unit. Air displacement pushes on a piston via the diaphragm into a switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch mechanism located in the housing of the unit. The diaphragm breaks down just enough to lose its seal and cannot function properly. The diaphragm material has been described as a rubber, possibly a latex. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Materials like latex are flexible hence the use in this application but its elastic properties can alter over time as well. In this condition the sealing properties are impacted and it will not function as intended. The root cause for this complaint condition is component related to the diaphragm. Corrective actions: correction and/or corrective action. The unit was repaired and returned to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in assembly and repairs going forward, eng-test-10341-r. The dfu was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Corrective action level, train personnel, x-none. Reason: no applicable correction available to train to at this time. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Review and closure x-recommended continuous improvement program (cip) CAPA required? #: complaint closure letter required? Ncmr issued? #: other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip.

Event description:
Review of service and repair log. Ref repair log no. - (B)(4). Per repair auth form: "coagulation turned off in the middle of procedure. Cut mode has intermittently been slow". (B)(4).